Manufacturer narrative:
Additional information: describe event or problem, imdrf annex a,g & manufacturer narrative. The root cause for the reported issue that the suspected over infusion of calcium gluconate was not determined. The reported issue that the suspected over infusion of calcium gluconate could not be confirmed. No further investigation of this event is possible at this time, and no patient impact was reported.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿ alaris pump programmed to infuse calcium over 2 hours. Registered nurse noticed the medication (calcium) to be free flowing into the patient through the pump. Registered nurse immediately stopped the infusing and contacted the physician the pump report was pulled. Calculations on the report showed the pump. Programmed correctly to infuse medication over 2 hours. However after about 20 minutes of infusion the medication bag was almost empty. The fluid in the carrier bag was checked for possible calcium to see if this was a backcheck valve issue, but the sample came back negative suspect over infusion FDA safety report ID#(B)(4)." There was a patient involvement and no report of harm.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had a suspected over infusion of calcium gluconate. There was a patient involvement but no harm caused.